Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii seal cracked. This is was noticed after the seal had been loaded. A replacement unit was used to complete the procedure. There were no pt effects. The product was returned.

Manufacturer narrative:
Investigation: visual inspection revealed that the delivery tube was returned separate from the loading device. The seal and the tension spring assembly were not returned. The green slide lock and the white plunger were depressed on the delivery device. The device was bloody. Based upon the received condition of the device, the reported complaint "seal cracked" could not be confirmed since the seal was not returned. A lot history record review was completed for the reported product lot number. There was no nonconformance which could have contributed to this failure mode. (B)(4).